Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose levels due to frequent bent cannulas. Moreover, on (B)(6) 2022, she faced bent cannula symptoms/ issue which were noticed after three hours of insertion. The site location was her abdomen and the infusion set had been used for two days. Further, this issue occurred with three infusion sets. Consequently, on (B)(6) 2022, she was admitted in the emergency room with blood glucose level of 800 mg/dl (at the time of the event which was confirmed by the hospital staff), and she stayed there for three days. During hospitalization, he received fluids of saline, insulin, and some unspecified medication intravenously (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2022, she was released from the hospital with no permanent damage and was on multiple daily injection until she gets home from hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.